Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. However, it may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: syringe assembly process. It may have happened a jam at the plunger rod- stopper assembly process inducing the damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was damaged. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse sealed the tube for the patient after infusion, when the package was opened, it was found that the flush was damaged, so it was replaced in time.